Event description:
It was further reported that the device was explanted and replaced on (B)(6) 2014. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4),

Event description:
It was reported that the implantable pulse generator (ipg) depleted prematurely. The device remains in use but will be replaced. No patient complications have been reported as a result of this event.